Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of hospitalization was 45mg/dl. The customer was treated for the lows. The customer's blood glucose level had been as high as 400mg/dl. The customer's most current level was 235mg/dl. Troubleshoot for the highs were conducted. The customer was advised tubing clamp would be sent in order to conduct high pressure testing. The customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device and call back in order to complete troubleshoots.